Event description:
Event as described by the user: "please accept this email as first log for sapphire device complaint that I received today. The complaint from one of the pain nurses at (B)(6) infirmary relates to a concern that the sapphire epidural pumps are over infusing. An anesthetist, dr. (B)(6), tested the actual infused volume on six epidural pumps and compared this to the volume the pump was programmed to infuse. The test used standard lines with no connection, or patient attached. He programmed the pump to infuse 10mls into a container. He then withdrew the amount infused and on all six occasions the actual volume was 12mls. I have requested the serial number of the pumps and will forward tomorrow when received. No patients were involved in this testing. No patient harm has resulted from this issue. Pumps are available for inspection. I will forward full contact details tomorrow of the pain nurse that informed me of this complaint." Catheters used are portex epidural minipak system 1 clear catheter, 3 lateral eyes 16g. At the time of the initial complaint the firm did not have sufficient information on the clinical relevance of the biomed test methods to conclude if there is a potential for patient harm. More information became available based on the additional complaints received and the investigation of the condition that led to the conclusion that the potential for patient harm exists, therefore reportability decision was re-assessed and firm believes these complaints are reportable.

Manufacturer narrative:
(B)(4).